Event description:
The ventilator displayed the restart ventilator message. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our field service engineer replaced the dc/dc & standard connectors printed circuit board (pcb) after a fault investigation. Successful functional tests were performed before the ventilator was returned to service. The evaluation of the received device logs showed several technical errors and software warnings that might be related to issues with the returned pcb and a restart ventilator alarm. During tests in a reference ventilator, a watchdog reset or a restart ventilator alarm sometimes occurred. For the rest of the time (6 days in total), simulated use test ventilation ran without issues. It was discovered that soldering pins in the panel cable contact on the returned pcb were bent and almost in physical contact with each other. By temporary shorting these too close pins, a behavior similar to what was found in the device logs was encountered. The ventilator either restarted spontaneously or a restart ventilator alarm was raised. When this happened, ventilation still continued with set parameters. The conclusion in this matter is that the reported restart ventilator issue likely was caused by bent, close to physical contact, soldering pins in the panel contact on the dc/dc & standard connectors pcb. Why these pins were bent, or what circumstances actually made them to make contact and create a short circuit, could not be determined.

Event description:
(B)(4)